Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the blade on the first device broke off into the patient. A grasper was used to remove the blade. The second device kept going into standby and would not work at all, there was no patient involvement. A competitive device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade the device (b) was returned in good physical condition with the blade intact. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device.